Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump would not power on and would not accept a charge despite use of a verified working charger and extended time on the charger. Symptoms included no device function. Outcomes included replacement of the pump and instructions to return the original device, with the user advised that data would not transfer and that startup would be required on the replacement; the user was also advised to continue using cgm via the dexcom app or receiver. Investigation included review of available charging logs. Investigation of this case revealed evidence consistent with device power failure due to failure to charge, suggestive of a battery or charging subsystem malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to power or charging.